Manufacturer narrative:
Per the IFU, valve degeneration and deterioration are potential risks associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Valve degeneration may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve (stenosis) or regurgitation. This could be due to progression of the existing disease process: calcification of the leaflets or host tissue overgrowth. In this case, the cause of the valve degeneration 3 years post implantation could not be confirmed, but calcification (progression of the pre-existing disease process) of the sapien valve may be a contributing factor. Other potential contributing factors are unknown as no clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, approximately 3 years post implantation of a sapien valve, a second sapien xt valve was implanted due to degeneration.

Manufacturer narrative:
Additional documentation was reviewed and prior to the 2nd sapien xt valve implant an echo (tee) revealed small/minor echo dense thickening of the aortic valve through visual 2d and 3d echo investigation with clearly limited separation of leaflet (limited opening). The report states a leaflet at the rcc with almost no movement. A valve area measured 0.7 ¿ 0.8cm², which correlates with a high degree of aortic stenosis and a minor transvalvular/central insufficiency. Paravalvular region has no sign of leakage. Minimal left-to-right shunt in the area of fossa ovalis. Left atrial appendage is free of thrombus. Evaluation: severe stenosis of the aortic bioprosthesis and minor central insufficiency.

Manufacturer narrative:
In this case, the cause of the valve degeneration 2 and half years post implantation could not be confirmed; however, per report, patient factors ((B)(6), coronary stenosis, cardiac disease) of the sapien xt valve may be a contributing factors for early degeneration of the valve. Correction of the following: age at time of event, date of event, description of event or problem ,brand name, serial no.; expiration date, implant date, PMA/510(k) number, device manufacture date.

Event description:
As reported through our (B)(4) affiliate, approximately 2 and half years post implantation of a sapien xt valve, a second sapien xt valve was implanted due to degeneration.